Event description:
It was reported that the patient's lead impedance measurement was greater than 4,000 ohms on electrode 3. The healthcare provider confirmed that the patient experienced a lack of effect, no stimulation and pre-existing pain. The pre-existing pain consisted of: nausea, vomiting and abdominal pain. The leads and neurostimulator were removed due to a poor connection with the lead. The patient recovered without sequela.